Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 19mm in length, eccentric, de novo target lesion contained a >45 and <90 degree bend and was located in the moderately tortuous, moderately calcified and 2.7mm in diameter left anterior descending artery (lad). A 20 x 2.75mm rebel stent was advanced, however, the physician found it hard to put the device on the right position and the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent on the balloon. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The tip is damaged. The distal end of the stent is damaged/stretched starting 12mm from the proximal markerband. There are numerous hypotube and shaft kinks. There was no evidence of any damage or irregularities contributing to the reported damage or crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 19mm in length, eccentric, de novo target lesion contained a >45 and <90 degree bend and was located in the moderately tortuous, moderately calcified and 2.7mm in diameter left anterior descending artery (lad). A 20 x 2.75mm rebel stent was advanced, however, the physician found it hard to put the device on the right position and the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.